Event description:
It was reported, that the video system center exhibited image issues. It is unknown when the issue occurred. The unspecified diagnostic procedure was completed using the same set of equipment. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 company representative should be deselected from the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the cause of the reported malfunction was the combined use with other vendor¿s scope (wolf scope). The instructions for use (ra7080) warns the prevention method associated with the event as follows: instrument compatibility. Refer to ¿system chart¿ on page 361 to confirm that the video system center is compatible with the peripheral device being used. Using incompatible equipment may result in patient injury or equipment damage and makes it impossible to obtain the expected functionality. Olympus will continue to monitor field performance for this device.